Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient with a history of pelvic fracture post motor vehicle collision with contraindication to anticoagulation therapy had a vena cava filter deployed below the renal vein. A post placement cavogram showed no extravasation with good filter placement. The patient tolerated the procedure well with no acute distress. Approximately four months post deployment, patient was scheduled for removal of the filter. The filter was withdrawn into the recovery sheath and removed from the patient. A post venography was performed confirming no extravasation of blood from the inferior vena cava or evidence of thrombus. Approximately five months post filter retrieval, cardiac catheterization was performed for chest pain syndrome. Evidence in multiple views reported a thin, curvilinear radiopaque density presumed to represent a foreign body in or near the right atrium. The source and nature of the apparent foreign body is of an undetermined etiology. A CT scan was recommended based on clinical judgment and patient's prior history of inferior vena cava filter removal, this most likely represents an embolized strut. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for limb detachment. Additionally, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date 06/2007); (device manufacture date 06/2004). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limb(s) perforated into organs and a detached filter limb(s) is in or near the right atrium. The device was removed percutaneously. The status of the patient is unknown.